Manufacturer narrative:
Pump was received with a missing reservoir tube o-ring, a broken reservoir tube lip, a missing retainer, a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. No critical pump error (open book image) alarm¿noted during boot up. The pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test and force sensor test. Unable to verify critical pump error (open book image) alarm, lock a test p-cap into the reservoir compartment and perform displacement test, displacement accuracy test and occlusion test due to a missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer. Successfully downloaded history files and traces using thus. Successfully downloaded comlink3 files using thus. Critical pump error (open book image) alarm triggered by three consecutive pump error 63 alarms on (B)(6) 2021 2:45:03 pm, (B)(6) 2021 1:57:40 pm and 8/11/2021 1:57:41 pm with variable (0c). Per r&d engineer, pump error 63 alarm was generated due to arm wtachdog failure (1 st byte code = 0xc = 12). Suspecting hw issue. Pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. The following were also noted during visual inspection: a cracked keypad overlay, a pillowing keypad overlay, a scratched case, a serial number label fading and a end cap address label missing. A missing reservoir tube o-ring, a broken reservoir tube lip and a missing retainer were confirmed. Cosmetic damage was confirmed at the pump case. Critical pump error (open book image) alarm confirmed due to three consecutive pump error 63 alarms. Pump error 63 alarm, suspecting hw issue. During visual inspection, found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Pump exposed to moisture was confirmed medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a critical pump error alarm. Customer stated critical pump error alarm occurred as insulin pump was cracked and exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.